Event description:
It was reported that there was high thresholds and noise on the right ventricular (rv) lead. The lead was partially explanted and replaced. No patient complications have been reported as a result of this event.